Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2019, two (2) 1.5 drill bits were broken off in the patient's bone and were unretrievable. The procedure was successfully completed with the use of another drill bit. There was no surgical delay reported. Patient status is unknown. This complaint involves two (2) devices. This is 2 of 2 for report (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D11: added concomitant devices and therapy date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that the surgeon was moving the drill bit around as while drilling and was not surprised that the drill tip broke off. The patients bone was hard. Fragments were so small that the doctor could not retrieve them.

Event description:
It was reported that on (B)(6) 2019, during an unknown procedure for bone and olecranon fracture, upon drilling for an unknown 2.0mm cannulated lag screw, two (2) 1.5 drill bits were broken off in the patient's bone and were unretrievable. The procedure was successfully completed with the use of another drill bit. There was no surgical delay reported. Patient status is unknown. Concomitant device reported: unknown nail (part # unknown, lot # unknown, quantity unknown), unknown lag screw (part # unknown, lot # unknown, quantity unknown). This complaint involves two (2) devices. This is 2 of 2 for report (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.